Event description:
It was reported that during an arthroscopic shoulder surgery, the shaft of the pushlock device broke off. A one-inch metal piece was pushed into the deltoid tissue, requiring separate incisions to remove the foreign body. No further pt info is available and no add'l adverse consequences have been reported from this event. This device is used for treatment.